Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the 0.014" enroute wire was getting stuck at the bifurcation. Contrast injection was performed after sheath insertion showed and no dissection on imaging, but the dissection was noticed as the 0.014" wire was stuck in a dissection plane. The physician elected to convert to cea to address the initial lesion and placed a surgical patch in that time to resolve the dissection. The patient's clinical condition after the completion of the procedure was reported as stable.